Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product-procedure, capsular contracture baker grade iii, autoimmune disorder-ndr.

Event description:
Patient's representative right side "recall." Patient later reported right side capsular contracture baker grade iii and breast hyperplasia diagnosed via biopsy. Patient also reported an autoimmune disease which is not device related. The device has been explanted and replaced.